Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient was admitted to the hospital on date notified because they were having bad tremors. It was stated that the stimulator was controlling the symptoms and there wasn't any event that was associated with the sudden onset of tremor. The caller the turned the implantable neurostimulator (ins) off then back on with the patient programmer (pp) which helped a but the tremors were not completely controlled as they were prior to the incident. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.